Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were receiving questionable ise indirect na, k, ci for gen.2 results. The customer provided the data for 2 patient samples, of which only 1 had a reportable malfunction for potassium. The initial potassium result was 7.2 mmol/l. The repeat result was 3.8 mmol/l. The repeat testing was performed on another cobas 8000 cobas ise module (double). The initial results were not reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The lot number and expiration date for the potassium electrode was requested but not provided. The field engineering specialist installed dummy electrodes and flushed the lines with hot water. He found a solenoid valve that was clogged. He removed the lines and flushed the clogged valve. He installed the customer¿s electrodes and their ion selective electrode (ise) reagents. He performed reagent primes and ran ise checks all were successful. The customer ran calibration and qc which passed.

Manufacturer narrative:
The issue was believed to be solved originally by the initial service visit. However, a few days later the customer complained that the issue was not completely resolved. The field engineering specialist found during the follow up service visit a solenoid valve that was not closing. This would have caused air bubbles in the system. He replaced a couple of solenoid valves along with the degasser. The customer successfully ran calibration and qc. A precision run using pooled serum was run with acceptable results.